Event description:
Reported by doctor as: "a leak in the lap-band system". Follow up with the doctor reveals: "the patient had his lap-band removed as the system was leaking. He had an ap lap-band system placed, but the doctor did not remove the port and replace it with the new port that came with the ap system."

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 07/18/2008. The access port associated with this report will not be returned for analysis as it was not explanted. Only the lap-band was explanted and return to allergan. Based upon the implant date provided by the reporter, the connector type is believed to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follow: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."